Manufacturer narrative:
(B)(4). Date sent: 12/10/2024. D4: batch # unk. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following additional information. To date a response has not been received. Should additional information be obtained, a supplemental report will be submitted. Did the device cut the tissue? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Did the device attempt to fire or move the knife forward? Did the device appear to have power? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during stapling, in automatic mode, the device had not stapled. Post-operation check of the device with another battery, the device was out of order. No patient consequence. Another device was used.

Manufacturer narrative:
(B)(4). Date sent: 12/20/2024. Corrected data: h1, not reportable. Additional information was requested and the following was obtained: the machine didn't cut the tissue; there was no stapling at all.